Event description:
It was reported that during a procedure at the user facility, the core micro drill was running without the footpedal. The user facility was not able to provide any further information regarding the reported event except that there were no adverse consequences as a result.